Event description:
It was reported when the patient presented for a routine follow up, rapid battery depletion was observed. The remaining battery longevity dramatically dropped from the expected longevity at the last check up. Patient will be monitored closely.

Event description:
New information received states that the device was explanted and replaced when it reached eri. Patient received a vibratory notification. Premature battery depletion was suspected.

Manufacturer narrative:
No conclusion code available; the reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-11141) correction: (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.